Event description:
During craniotomy, opened flap, blade was spinning but not cutting. Seemed to be burning the bone. Obtained another drill. Prolonged approx 20 minutes. Pt is recovering as expected.